Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink testing and was not able to recognize devices due to the cable being out of electrical specification. As a result the cable was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head would not interrogate an implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.